Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported patient with typical mild diffuse lamellar keratitis noted at 1 day post lasik procedure. Patient was treated with increasing the steroid eye dosage.